Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number: (B)(6). 510k: unknown. A device history record review was performed for the subject device lot number 9355870. Manufacturing location: (B)(4). Date of manufacture: 18. Feb. 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during lumbar arthrodesis surgery a problem happened with the placement of the screwdriver. The instrument did not catch and broke, no broken off fragments were left in the patient. The surgery was not prolonged and the patient outcome is good. The issue happened during inserting a screw. The problem happened with the placement of the blocker, it did not catch and broke. There was no patient harm and the surgery was successfully completed. Concomitant reported part: 1x unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed. The complained screwdriver shaft was forwarded to the responsible manufacturing site for evaluation. The visual inspection has shown that the tip of the screwdriver is broken off and the broken off parts were not returned. The instrument is in used condition. The review of the production histories revealed that this device was manufactured in february 2015 according to the specifications. The hardness close to the broken tip has been measured and is in accordance to the specification as defined on the product drawing. Furthermore, the cannulation was also measured and the current value is also within specification. No manufacturing related issues that would have contributed to this complaint condition were found. Unfortunately, no definitive root cause was able to be determined; however the failure mode is consistent with a mechanical overloading. The complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.